Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) had no output. No patient involvement.

Manufacturer narrative:
Trackwise# (B)(4). Updated sections: date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Corrected section: device evaluated by MFR- corrected to device was discarded. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Device discarded.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) had no output. No patient involvement.